Manufacturer narrative:
The investigation for the delivery issue has been completed. The device was returned for evaluation. No issues were found in the returned product. Clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition since the implant was aborted due to patient's anatomy. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported that a 53-year-old female patient was scheduled for impella 5.5 implant for mechanical circulatory support. During attempts to implant the device, it was noted that the pump was unable to advance past innominate due to the small vessel size. After multiple failed attempts, the implant was aborted and an impella cp pump was placed for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Impella cp with smartassist system & impella 5.5 with smartassist for use during impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.